Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. The field service engineer (fse) was able to verify the reported problem. The fse replaced the front bezel to address the reported problem.

Event description:
The customer reported that unable to change the settings using the navigational ring. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.